Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the iliac arteries were tortuous with heavy calcification. The aortic neck had a 45 degree angulation. The proximal aorta was 21-23 mm in diameter and 8-10 mm in length. The right iliac artery was 9-10-9 mm in diameter and the left iliac artery was 9-11-9 mm in diameter. The stent grafts were implanted without issue. The final angiogram revealed that there was either a proximal type I endoleak. The cause of the endoleak was due to the fact that it was tough to see the left renal artery with fluoroscopy, which caused the physician to implant the stent graft slightly lower that intended; this, combined with the short neck, led to the type I endoleak. An (B)(4) cuff was implanted to successfully resolve the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak, stent graft misplacement), unapproved use of device (use of device in a patient with a short aortic neck), patient's condition affected effectiveness of device (anatomy related: short aortic neck), user error contributed to event (use of device in a patient with a short aortic neck), operational context contributed to event (poor visualization of the left renal artery), device failure/lack of effectiveness (anatomy related: short aortic neck).